Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported, by the patient, that she underwent a gynecological procedure on an unknown date and mesh was implanted. The patient has experienced bowel and bladder incontinence, fibromyalgia and she cannot have intimate relations. She is so inflamed that she has to use steroid creams to ease the pain. She reports it is impossible to be examined without anesthetic. She has severe lower back pain, pain in the right side and there are days were she can hardly walk. She also now has blood in her urine. Additional information was not provided.